Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a carotid artery stenting procedure using a neuron 6f select catheter (6f select). During the procedure, the physician attempted to advance the 6f select through another manufacturer's sheath; however, the 6f select would not physically fit into the sheath. The procedure was cancelled because the physician could not access the target vessel. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being included on this follow-up #01 MFR report:3005168196-2016-01328. Catalog #. Unique identifier.